Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer crashing. The programmer was able to interrogate a device, print a report successfully using both internal and external printers, and save to universal serial bus (usb) drive. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's software crashed during use. It was further reported that the programmer¿s printer was not working. It was further reported that the programmer¿s universal serial bus (usb) port worked intermittently. The programmer was returned for service. There was no patient involvement.